Event description:
An attempt was made to deploy a 2.5 mm diameter x 14 mm length micro-driver rapid exchange stent into a pt for the treatment of a calcified lesion in a de novo lesion in the rca from the left radial artery. Pre dilatation was difficult due to calcification present. Attempt to reach the target lesion failed and on withdrawal the stent dislodged. Prior to this a 2.5 x 20 mm other brand stent was deployed proximal to the target lesion. It was commented by the physician that the stents should have been deployed from distal to proximal in order, but in this procedure, the first stent was deployed at proximal to the target lesion. It was also reported that there was insufficient back-up of the sheath less guide catheter. Attempt to retrieve the dislodged stent using a snare was failed. Eventually it was bailed out by pressing the stent to the vessel wall by deploying another stent. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: dislodgement. Results/conclusions: calcification. Loss of guide catheter stability. Initial stenting of proximal lesion. Therapeutic research vol. 31, no 9 pages 1255-2010.